Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "allergic reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction.

Event description:
Healthcare professional reported "allergic reaction" against left side device. Device has been explanted.

Event description:
Healthcare professional reported, "allergic reaction" against left side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat. Cloudy and voids were observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.